Manufacturer narrative:
The cryoprobe was returned to erbe USA and inspected on 04/15/26. The visual examination revealed a slit or cut in the white tubing approximately 17mm long and located 165mm from the distal end of the white tubing. Per instructions by our manufacturer, erbe elektromedizin gmbh, the cryoprobe's connector section was disassembled as instructed. Glue between the connector and the clear plastic tubing on the high-pressure side of the cryoprobe was present. The high-pressure tubing was also pushed out of the connector, and the blue o-ring was still a part of the device. No anomalies were found in the review of the device history record (DHR) for the lot of the cryoprobe. The inspection results and photographic imagery were provided to the manufacturer, erbe elektromedizin gmbh, for their review. They stated that, "the severe bents and the overall condition of the probes indicates that the product was exposed to an intensive mechanical stress. It is also likely the pa-hose came off its position because of a intensive pull force on the plug." Per the cryoprobe's notes on use (nou) it states, "protect this product from any form of mechanical damage! Do not throw! Do not use force! Never use excessive force when inserting or withdrawing the product. Otherwise, the product could become damaged." In conclusion though, a definitive determination as to the cause of the rupture cannot be made. The customer is being made aware of the findings. Erbe is now closing the file on this event.

Event description:
It was reported that an incident occurred with a flexible cryoprobe during freeze testing prior to a biopsy procedure with an ion robotic bronchoscope. The cryoprobe was used with an erbe cryosurgical unit (model erbecryo 2, part number: 10402-000, serial number: information not provided). Per the account, after approximately three (3) seconds of activation during testing, the cryoprobe ruptured. There was damage to the portion of the cryoprobe's white hose. No injuries were reported.